Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Also we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7

Event description:
It was reported the patient's blood glucose level rose to 397 mg/dl while wearing the pod between 4 and 24 hours. The patient reports the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition the patient reported being unsure if the cannula was properly seated in the infusion site. In addition the patient reports upon removal of the pod the cannula was found to be bent. The patient reports the pod was leaking during wear.

Manufacturer narrative:
The returned device was evaluated and the device was received deployed. The data shows the device completed both the first and second priming sequences and delivered 1057 pulses, including multiple boluses. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would result in a needle mechanism failure. The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would contribute to an improper insertion of the cannula. The cause of the reported event could not be conclusively determined. Inspection of the soft cannula found no bends or kinks.